Manufacturer narrative:
(B)(4) although requested, patient medical records were not provided related to the adverse event of cerebrovascular accident. No information exists to indicate that the event occurred during a hemodialysis (hd) treatment. The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
During medical record review for an unrelated event, it was discovered the patient was admitted to the hospital with a diagnosis of cerebrovascular accident (cva) right temporoparietal infarct thought to be ischemic and hypertensive encephalopathy with seizures. No machine model or serial number is available. The patient returned to scheduled outpatient chronic hemodialysis treatments after being discharged from the hospital. No further information was made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available in relation to this event; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the adverse event.